Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. On 01/28/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: cadiere forceps cable snapped, was removed from field and replaced with new one.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cardiere forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding broken wires was confirmed by failure analysis.